Event description:
Consumer called to report symptoms she developed after tampon use. She stated that she "might have toxic shock syndrome". She had aches in arms and tingling & numbness in hands & arms since 2008. Consumer developed an all over rash the next day. She went to a local urgent care center on the following day and was diagnosed with an allergy reaction by the physician. Physician gave her benadryl, allergy pills & hydrocortisone cream. She did not mention tampon use to her urgent care physician as she did not remember at that time. The consumer then developed a brownish malodorous discharge on two days later and remembered that she left a tampon in place for 12 hrs on two days prior to original date. Consumer also does not recall if the tampon that was left in was an o.b. Tampon or generic equate tampon. She may have used total of 10 tampons during menses. Her symptoms of arm, neck, upper back pain and discharge have not abated. It is unk if she has fever. Also had complaints of queeziness and dizziness. J&j healthcare products advised the consumer not to discard the remaining product as we will send for it. She was further advised to seek medical attention asap.